Event description:
It was reported that, this left ventricular (lv) lead exhibited a suspected loss of capture due to a delayed lv activation. No more information has been received regarding this incidente and no adverse patient effects were reported.